Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.